Event description:
It was reported that a user experienced elevated blood glucose of 434 mg/dl shortly after a supply change and meal, while using an ilet system with a 23" 6 mm infusion set; the user performed a fingerstick confirmation and reported no symptoms, and troubleshooting included disconnecting from the anchor, confirming drops during fill, reconnecting, resuming insulin delivery, and verifying no leaks or kinks. Symptoms included hyperglycemia without associated clinical effects. Outcomes included no hospitalization and self-monitoring at home. Investigation included customer support guided checks of infusion delivery, tubing integrity, and confirmation of insulin flow. Investigation of this case revealed no device malfunction or component damage, with hyperglycemia possibly related to the timing of the recent supply change and postprandial period. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.